Manufacturer narrative:
This ipg serial number was included in a field correction. This ipg serial number is included in a field advisory. Recall: 1627487-07262012-002-r. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-002478. It was reported the patient experienced pocket heating while recharging the ipg. A replacement charging system was sent to the patient. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.